Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient hadn¿t used the device in 2 years because it hadn¿t helped her. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. The patient has not charged their stimulator for 6-8 months so they know it is off. They stopped using it because it did not provide pain relief. They have the wire going down for their lower back pain. The patient also noted that they have one wire going up to affect their neck and brain for headaches. They knew in a few days after implant that the healthcare professional (hcp) did not have it up high enough in their neck. It was not as high as it was during the trial. The hcp kept telling them to give it a chance. Then when they checked it with an x-ray or some kind of test, it showed that it was lower than the trial one had been but by then it was too late to be able to make it higher. The patient keeps asking the hcp to take it out but the hcp did not feel those wires could be taken out as they grew in after so long. Additional information was received from the patient on 2019-sep-18. It was reported that it was taking the patient ¿all night¿ to charge their implantable neurostimulator (ins) since implant on (B)(6) 2017. There were no further complications reported or anticipated.